Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. No further attempts to retrieve the device are required. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: too much heat is emitted. Probable root cause: fan malfunction. Main board malfunction. Led module malfunction. Thermal switch malfunction. Use errors . The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the operating room at reported a technical failure of the precision led light source console (ref. 0220220000) during a procedure. The incident reportedly caused an explosion, accompanied by smoke and sparks.

Event description:
It was reported that the operating room at reported a technical failure of the precision led light source console (ref. 0220220000) during a procedure. The incident reportedly caused an explosion, accompanied by smoke and sparks.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.